Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a low draw. The following information was provided by the initial reporter, translated from japanese to english: this is a report about low draw of tubes. The customer reports that tubes didn't draw enough blood (the expiration date is approaching).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that while using bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m there was a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: this is a report about low draw of tubes. The customer reports that tubes didn't draw enough blood (the expiration date is approaching).